Manufacturer narrative:
(B)(6). Visual assessment of the device showed the proximal end/eyelet is dramatically damaged and a portion is missing. The hex of the inserter shaft is also damaged. As reported the insertion site was not prepared in any manner. After the evaluation the most likely root cause for the reported issue was determined to be user error. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an anchor broke upon insertion during a procedure. A backup device was available to complete the procedure. The procedure was a repair of the right ankle. The broken anchor was removed completely. There were no reported patient injuries. No other complications were noted.